Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant. During the procedure the physician decided to unscrew both leads from the device. However, the physician was unable to unscrew the atrial lead from its port after multiple attempts. The pacemaker and atrial lead were not used, and a new device and lead were implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of unable to loosen the atrial setscrew to disconnect the atrial lead was confirmed. Epoxy was found in the atrial connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.